Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to inflate with 5.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution could be seen going directly into the drainage lumen indicating lumen to lumen leakage. This was out of specification per inspection procedure, which states, "leaks between lumens (inflation lumen, irrigation lumen and temperature sensor lumen) are not allowed." Visual inspection also noted the temperature sensing wire was uncoiled. The root cause for this failure is machine- based on the analysis it was concluded that the geometry of the core pins was causing lumen to lumen leaks per evaluations made during investigation process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the complaint was addressed by existing CAPA.corrections: d, h.h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the catheter fell out due to water leakage. Per sample evaluation, the temp sensing wire was found uncoiling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter fell out due to water leakage.